Manufacturer narrative:
The device was tested the philips authorized repair facility. The bench indicated that the speaker produced no sound and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the mx40 and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.